Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen flickering. The screen flickered and continued after multiple restarts. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked and tested the equipment, reconnected the screen cable, and found no problems reported by the customer. It passed all the tests specified by the factory and was delivered to the customer for use.